Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to confirm ramping numbers due to keypad unresponsive. The insulin pump received with cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted.

Event description:
The customer called and reported that the numbers on the insulin pump were scrolling up on their own when she entered carbohydrates. The customer reportedly kept pushing buttons when the numbers would not stop and she received a button error. The customer's blood glucose was 397 mg/dl. The customer stated she went swimming, but not with the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.